Event description:
It was reported that episodes of svt and vt were observed. Intermittent ventricular undersensing was observed. Merlin.net strips showed that the patient appeared to be in a trigeminal rhythm. The patient was asymptomatic. Programming changes were recommended at that time. One month later, the patient received inappropriate atp therapy. Programming changes were made. Patient was fine and went home that day.